Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2024, the pediatric patient was at home when they experienced symptoms of chest pain, fatigue and palpitations. The patient's parent assumed the patient was in diabetic ketoacidosis. A finger stick was taken and it was 400 mg/dl while the cgm had a "low" reading. The patient was taken to the emergency room when they were treated with unspecified medications and treatment. The patient was in the hospital for more than 24 hours. At the time of the report, the patient was doing better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.